Event description:
The hemolytic index results were sent as lipemic index on the modular p system. Customer decision to release results is based on the serum index. All sample results were affected. Problem only occurred once and was solved when serum index applications were reloaded. Insufficient information was provided for the investigation unit to perform further evaluation of the event.